Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. Although a photograph has been received, no evaluation will be conducted. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
Foreign matter was noted in the primary package. Device was not used on a patient. Photos depicting the reported complaint issue were provided by the complainant.